Event description:
Event description boston scientific received information that at the implant procedure during the pre-implant testing this pacemaker was unable to be interrogated with the programmer. Interrogation was attempted several times but the screen would black out the interrogation failed each time. The programmer was then turned off, restarted and another attempt to interrogate the device using the quick start, on the zoom programmer, was unsuccessful. The pacemaker was removed from the procedure and a new pacemaker was successfully interrogated and implanted. An intermittent malfunction was suspected with the first device. The device is being returned for a stat analysis.